Event description:
The doctor claims that after implanting the graft for a thoracic aortic replacement into a pt with underactive renal function, the pt developed a rash and elevated eosinophils after being treated with medicine (name of the medicin is unattainable), which lasted 30 days post-operatively. The doctor has stated the suspicion that the incident was caused by drug allergy and is not related to the graft. The pt is doing well.